Event description:
During routine testing of the vaporizer, datex-ohmeda service rep noted output on the vaporizer was not within specification. Investigation/conclusion: the vaporizer was returned to the mfg site for investigaiton. The unit was tested, and the reported complaint was confirmed. The unit was disassembled, and metal contamination was noted at the rotary valve/sump cover interface. Datex-ohmeda has reviewed the assembly procedures and has taken corrective action to help prevent contamination in the vaporizer. Additionally, datex-ohmeda is continually reviewing cleanliness procedures in an effort to resolve this occurrence. This is the second MDR within the last 12 months involving a tec 5 vaporizer, wherein the cause was due to metal contamination. The installed base of tec 5 vaporizers in the excess of 100,000 units.